Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): outer insulation breached, there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, the outer insulation had cosmetic metal ion oxidation, the outer insulation had cosmetic environmental stress cracking, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and the lead was stretched; full lead in segments returned and analyzed. Evaluation summary: (B)(4): outer insulation breached, the distal conductor was stretched, there was blood/body fluid on all conductors (not obstructed), the outer insulation was kinked/buckled, the outer insulation had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression; full lead in segments returned and analyzed.